Event description:
It was reported that the rotawire detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire during removal on dynaglide mode, causing it to twist rapidly and detached the rotawire. As a result, the distal portion of the rotawire remained within the patient's coronary artery. The rotawire outside the body, which the physician was holding behind the advancer to prevent contamination, heated rapidly, burning through the gloves and causing minor burns on the physician's hand in two small areas. The decision was made to continue the procedure leaving the detached rotawire tip within the patient's artery and implant a stent as planned but leaving the wire behind the stent. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. The patient was stable and was discharged home the following day without complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the rotawire detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire during removal on dynaglide mode, causing it to twist rapidly and detached the rotawire. As a result, the distal portion of the rotawire remained within the patient's coronary artery. The rotawire outside the body, which the physician was holding behind the advancer to prevent contamination, heated rapidly, burning through the gloves and causing minor burns on the physician's hand in two small areas. The decision was made to continue the procedure leaving the detached rotawire tip within the patient's artery and implant a stent as planned but leaving the wire behind the stent. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. The patient was stable and was discharged home the following day without complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Upon visual inspection, the guidewire was found split into two pieces, with the body exhibiting multiple kinks. These kinks were measured from distal to proximal, and were located at 33.0 in, 63.0 in, 66.0 in, and 116.0 in. Microscope inspection revealed that the spring tip was bent and stretched. Dimensional inspection was performed, and the total length of the returned guidewire was measured at 130.0 in, which is within the specified tolerance of 129.0-131.0 in (upper limit 131.0 in, lower limit 129.0 in). Additionally, detachment of the guidewire was identified at 116.0 in. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the rotawire detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire during removal on dynaglide mode, causing it to twist rapidly and detached the rotawire. As a result, the distal portion of the rotawire remained within the patient's coronary artery. The rotawire outside the body, which the physician was holding behind the advancer to prevent contamination, heated rapidly, burning through the gloves and causing minor burns on the physician's hand in two small areas. The decision was made to continue the procedure leaving the detached rotawire tip within the patient's artery and implant a stent as planned but leaving the wire behind the stent. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. The patient was stable and was discharged home the following day without complications.